Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer primed infusion set tubing to address the issue. Customer's blood glucose was 230 mg/dl. Customer declined troubleshooting with tandem technical support. No additional information was provided.